Event description:
The customer reported a delay with the first dose of a cytarabine infusion. The infusion completed at 2045 instead of 1625 as intended. The delay with the first dose also caused the second dose to be delayed. There was no report of pt harm or medical intervention.

Manufacturer narrative:
(B)(4). Although requested, neither logs nor devices have been received. A follow up report will be submitted with investigation results should they be received for evaluation.